Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with settings and issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 37mg/dl. The customer's most current level was 112mg/dl. Troubleshoot was conducted. The customer was found to be operating the pump as designed. The customer was advised to monitor the device and contact their healthcare provider regarding unexplained low levels.